Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device issue was not able to be duplicated, so the original complaint issue was not able to be confirmed. Passed functionality test. Not set up to test under load. Fields were updated accordingly.

Event description:
The lift would go up and down fine, but when going down, it would intermittently stop. The actuator kept going, making a whining sound, but the lift did not move.

Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The lift would go up and down fine, but when going down, it would intermittently stop. The actuator kept going, making a whining sound, but the lift did not move.